Manufacturer narrative:
E1: patient city - (B)(6). Patient country - united states. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: a complaint investigation has been initiated for complaint (B)(4) on 16-jul-2025. Test results: no testing is required for malfunction code no malfunction based on complaint information, see the test report (B)(4) complaint test report. Device history record (DHR) review: the lot 6007076 was manufactured according to document version 80 appendix 1 batch card for production of packaging room on 27-may-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Trending: a query was run in database on 16-jul-2025 against malfunction code no malfunction based on complaint information and lot 6007076, with one other complaint identified having a reportable harm. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no issue identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced low blood glucose level and got treated with glucose pen and insulin pump event on (B)(6) 2025. No further information available.